Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after opening the package, the device was hydrated and vented according to the procedure, and the stent was slowly pushed into the rebar-18 microcatheter. During the process of pushing the stent, an obvious obstruction was felt at the junction of the y valve and the microcatheter, so the microcatheter was replaced, but the stent could not be pushed into the rebar-18 microcatheter. After the stent was removed, it was found that the tail end of the stent was slightly kinked and the front end of the stent was rough. Later, the sfr-4-20 was replaced, and the operation was successful without affecting the patient. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing emergency thrombectomy for ischemic stroke in the middle cerebral artery. Patient condition: mrs baseline: level 3, mrs procedure: level 1, nihss baseline: 15, nihss post procedure: 3, tici baseline: 1, tici post procedure: 2b. IV tpa was not contraindicated. Number of passes with the device was 2. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a 9mm diameter. Stroke onset to reperfusion time was 4 hours.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 6-30 stent device and the rebar 18 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the solitaire fr 6-30 stent¿s working length struts were in good condition, while the non-working length struts were damaged, with a teardrop strut broken. No irregularities were found outside the proximal marker. The marker coil was observed to be in good condition. The rebar 18 catheter tip, marker, and body were examined, and no damage was noted. No voids or flashes were found on the catheter hub. No other anomalies were found. The broken end of the strut was sent out for sem analysis. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. The rebar 18 catheter¿s total and usable lengths were measured within specification. The catheter was flushed with water and found patent. It was tested by running an in-house 0.021-inch mandrel through the hub and tip without issues. The broken end of the strut failed due to fatigue and subsequently to overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ complaint was confirmed, as the teardrop strut of the returned solitaire fr 6-30 stent device was found to be broken. The broken end of the teardrop strut failed due to fatigue and subsequently to overload. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause of the resistance complaint was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it has a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the second rebar was not used. The stent was kinked. The stroke onset to reperfusion time was 4 hours. The resistance was in the proximal section fo the catheter. There was no damage to the catheter, pushwire or solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter.